Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue replaced the drive manifold assembly. The stm completed preventative maintenance(pm) with full calibration, functional testing and safety check to factory specifications. The unit passed all tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold vacuum leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold vacuum leak test. There was no patient involvement, and no adverse event reported.